Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient had a CT scan for later pej replacement due to dislocation of the tube. The CT showed that the patient had a pneumoperitoneum. The gastroenterologist considered that too much time had passed since the placement of the peg to be a complication of it. The patient is quite stable, without any associated pain, distended abdomen or pain on palpation. No treatment will be done for the pneumoperitoneum. The patient was discharged on (B)(6) 2021 and is in a palliative care unit, maintaining treatment with duodopa by peg-j. Regarding the image suggestive of pneumoperitoneum in the abdomen, it was considered by the gastroenterology specialty that it was not necessary to repeat the imaging study. Clinically, the abdomen is always depressible and painless.